Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('embedded in my uterus') and device dislocation ('"implant" shifted on the one side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: patient had done hsg test. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain") and affect lability ("emotional rollercoaster") and was found to have a pregnancy with contraceptive device ("pregnancy"). At the time of the report, the embedded device, device dislocation, pregnancy with contraceptive device, abdominal pain and affect lability outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, affect lability, device dislocation, embedded device and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-jan-2020: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('embedded in my uterus'), device dislocation ('implant shifted on the one side') and pregnancy with contraceptive device ('pregnant and essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: patient had done hsg test. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain") and emotional disorder ("emotional roller coaster") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the embedded device, device dislocation, pregnancy with contraceptive device, abdominal pain and emotional disorder outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, device dislocation, embedded device, emotional disorder and pregnancy with contraceptive device to be related to essure. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.